Event description:
Clinical study. Same case as MFR # 6000093-2004-01137, 01139. The pt was enrolled in a program in 2004. Target lesion 1 was identified in the mid lad with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two overlapping taxus stents (2.5 x 24 mm and 2.5 x 16 mm). Residual stenosis was 0%. Target lesion 2 was identified in the ramus intermedius with 80-90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Following the procedure, the pt's creatinine was elevated for a few days. Work up revealed this was consitent with contrast nephropathy, and it ultimately resolved. The pt underwent a CT -guided biopsy of a left pelvic mass that was positive for malignancy, likely secondary to metastatic bladder cancer. The pt's lower extremities were evaluated. It was thought the pt was a candidate for revascularization surgery of the right lower extremity; however, with a probable diagnosis of metastatic bladder cancer, it was decided to perform a right below-the-knee amputation. This was completed 5 days later. The pt was discharged 3 days later in stable condition. The site contacted the pt 26 days later for the required 30-day follow up. The site was informed that the pt had died the day before of cancer. The study coordinator has confirmed that there is no death certificate available. An autopsy was not performed.